Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there had been a recent rise in impedance on the right atrial (ra) lead to high measurements. Oversensing and noise were also noted which caused atrial tachycardia episodes to be erroneously reported. The lead was programmed off and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.